Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive and there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.